Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to update the pump software to avoid potential issues and was assisted with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer successfully rejoined the existing sensor and will manage insulin deliveries independently.